Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2012-03608. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi), in-stent restenosis and required a target vessel revascularization (tvr). The 1st target lesion being treated in the index procedure was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.7mm. The physician treated the lesion with direct placement of a 3.50x12mm taxus liberte stent with 0 % residual stenosis. The 2nd target lesion was located in the 1st obtuse marginal branch (om1) with 80% stenosis and was 7mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct placement of 2.50x8mm taxus liberte stent with 0 % residual stenosis. Post this stent placement, vasospasm was noted. A total of 400mcg intracoronary nitroglycerin was administered. Angiography revealed good timi 2 flow and 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted with diagnosis of mi. The cardiac enzymes were found to be elevated. Three days later, angiography showed 85% focal in-stent restenosis was found in the om1 which was treated with cutting balloon atherectomy with 15 % residual stenosis. In addition the mid om 1 had a new lesion with 85% stenosis which was treated with placement of a 2.5x12mm non-bsc bare metal stent with 0% residual stenosis. The event was considered as resolved without residual effects.

Manufacturer narrative:
(B)(4). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).